Event description:
It was reported that this right ventricular lead exhibited low amplitude, noise, oversensing and high out of range pacing impedance measurements. Due to this, inappropriate ventricular tachycardia episodes were recorded. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).